Manufacturer narrative:
H3: it was found in the analysis that visually, there was no damage noted in the construction of the returned device. The blade had traces of contamination at the proximal end of the inner assembly (on the hub, seal, and proximal end of the inner shaft). Functionally, blade inner assemblies spun by hand and resulted in binding. Blade loaded securely into a handpiece, and while oscillating up to 5,000rpm, it resulted in wobbling. The inner shafts were bent and had striations. The blade had striations on the shaft near the distal end of the inner hub and at the distal end of the inner shaft (on the tip). For further analysis, a piece of chicken tissues (chicken breast) was used to test both blades ability to cut through the tissue. There were no issues found during the cutting, blade was easily picking tissue and cutting through the tissue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, the blade could not cut. The blade was immediately replaced, and the procedure was completed with backup product. There was no patient impact. Additional information received that when first connected it, tried it for a few seconds and it was able to rotate. But during the operation, it couldn't rotate.